Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. Upon review, technical services (ts) discussed lead integrity concerns and making this a non-conditional for magnetic resonance imaging (MRI). There was no lead noise noted. However, if proceeded with MRI, this would be considered off-label use. This rv lead currently remains in service. No adverse patient effects were reported.